Manufacturer narrative:
Product complaint # (B)(4) . Product was not returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the verse torque handle was not torquing off at required 80 in-lb. A second verse torque handle was available to finish the operation. It was also reported that two (2) verse x25 tighteners / inserters burred during the procedure. Both tightening ends of the verse x25 inserter/tighteners are worn and burred. Patient outcome is unknown. No further information is provided. This is report 3 of 3 for (B)(4).